Manufacturer narrative:
G4:28dec2020. B4:29dec2020. The customer requested that a philips field service engineer (fse) be dispatched to the customer site who confirmed the reported issue. The fse replaced the front bezel and confirmed the system fully meets specification and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16apr2021. B4:19apr2021. User interface front bezel assembly was returned for evaluation. Visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination as received. A failure investigation (fi) technician installed the front bezel into a fi ventilator to duplicate the reported issue. The returned front bezel was tested and all tests passed. This customer returned ui front bezel assembly (check mark) was tested with no functional failures were identified. The customer complaint was not duplicated and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips that the during preventative maintenance on the device, it was noted that the navigation ring was not working. The device was not in clinical use at the time of the event. This issue was noted during preventative maintenance. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.